Manufacturer narrative:
D10: 300-30-08 - equinoxe preserve stem 8mm (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6), 320-31-40 - glenosphere, 40mm (B)(6), 320-35-01 - small glenoid plate (B)(6), 321-52-07 - 3.2mm drill bit sterile (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a left shoulder replacement. A revision procedure is planned for a later date. The patient has developed pain and has been participating in outpatient physical therapy. The patient does have a recalled liner. No further information is available at this time.